Manufacturer narrative:
(B)(4). Product not yet returned. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (08/01/2014).

Event description:
Consumer complaint of about high blood results. Customer normal results are 120-150 mg/dl. Based on parkes error grid analysis, the bias between the highest result in recorded log book (300) and the lowest normal result (120) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are 120-150mg/dl. Based on parkes error grid analysis, the bias between the highest result in recorded in log book(300) and the lowest normal result (120) is located in zone c. No adverse event reported.